Manufacturer narrative:
Product analysis: the valve was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and three months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv), a stent fracture was noted. Approximately four years and seven months post valve implant, intervention was performed with no change. Due to the intervention not removing the stenosis, the valve was explanted approximately four years and eight months post valve implant. No additional adverse patient effects were reported.